Event description:
Information received by medtronic indicates that after 7 ablations with the catheter, the cryoconsole showed system notice message 50005 (the safety system has detected fluid in the catheter and stopped the injection). The cables connecting the catheter to the cryoconsole were exchanged and the system notice message appeared again. The physician replaced the catheter and the procedure was completed without further complications. When the device was returned, pressure testing revealed a leak through the guide wire lumen. Reportable based on analysis completed on (B)(4) 2013.

Manufacturer narrative:
The returned catheter was visually inspected and functionally tested. Visual inspection showed that the catheter was intact with no apparent issues. Smart chip verification indicated the catheter was used for 16 injections. The catheter failed the performance test due to system notice #50005 upon connection. Pressure test showed a leak through the guide wire lumen, however, the balloons integrity was intact; no breach or blood observed. Dissection showed a guide wire lumen partial snapping and kink at 1.47 inches and 1.69 inches proximal from the tip. An internal CAPA has been initiated to investigate the condition found. This report will be recorded and trended.